Manufacturer narrative:
Per the user guide: your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent auto-off safety alarms. The contact confirmed that the customer had not interacted with the pump prior to the occurrence of the safety alarm. Tandem technical support educated the contact on the auto-off safety alarm. The contact acknowledged the information. Blood glucose was not impacted.